Event description:
It was reported that the pressure guidewire was initially inserted via the right radial approach into the circumflex through a 6fr guide catheter and able to pass through a tortuous area with > 90 degrees angle; however, the physician was not able to advance the balloon catheter and when he tried to pull back on the balloon catheter he felt resistance on the wire. The physician looked at fluoroscopy, and noticed it appeared the wire tip had separated and broken off. A snare device was used to successfully retrieve the broken segment of the wire. During this intervention, the pt did not experience chest pain or EKG changes. The MFR's clinical rep was called during the procedure and was present towards the end of the procedure. The MFR's clinical rep reported that the separated portion of the wire was difficult to judge in size because it was uncoiled and looked very thin. Her best estimate was that it had stretched to approx 8 inches long. It was not reported how much add'l time was added to the procedure; however, upon termination of the case, the lab staff stated the pt already had 45 min of fluoro time. The entire fragment was snared from the left anterior descending artery, into the left main and retrieved into the guiding catheter. A second physician came in, reviewed the fluoroscopy and stated it appeared the pt's pre-existing stent (placed two years earlier) had struts that protruded proximally into the circumflex origin, and the wire possibly went through one of these proximal struts and down into the circumflex. Second physician's opinion is that the inability to advance the balloon catheter was due to the acute bend/angle of the pt's coronary anatomy. The pt remained stable throughout the procedure and no EKG changes or any arrhythmias noted. The pt was discharged the next day ((B)(6) 2012). Add'l clinical follow up was scheduled 2 weeks after discharge.

Manufacturer narrative:
(B)(4). The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. During the visual and microscopic inspection, it was observed that 3.0 cm of the distal tip of the device was missing. The corewire was broken at the location of proximal indent and the internal electrical wires were broken, as well. Dried up blood residue was observed on the proximal coil. This case was reviewed by the MFR's clinical affairs stating that the vasculature of tortuosity and the previously placed stent struts (malapposed) were factors that contributed to the complexity of this procedure. The wire tip navigated the coronary artery in such a fashion that the wire broke. The physician was fortunately able to snare the device from the artery successfully. The pt was stable throughout the lengthy procedure and was discharged on medical therapy. The pt was exposed to add'l radiation exposure due to the length of the procedure. Add'l clinical follow up was scheduled 2 weeks after discharge. Internal reference 62000: the IFU precautions for this device states: when advancing the pressure guide wire into a stented vessel, in the event that the stent is not fully apposed against the vessel wall, the guide wire may become entangled in the stent, entangling the guide wire and one or more stent struts. This may result in entrapment of guide wire, shredding of the guide wire and/or stent dislocation. When re-advancing the pressure guide wire into a stented vessel, at no time should the wire come in contact with one or more stent struts. Subsequent advancement of the wire could cause entanglement between the wire and the stent(s) resulting in entrapment of guide wire, guide wire shredding, and/or stent dislocation. Use caution when removing the pressure guide wire from a stented vessel to minimize pt risk. A supplemental report will be filed if new info becomes available.